Event description:
An aus device was implanted on 12/12/94. The cuff was removed on 2/16/96. The cuff was reimplanted on 11/25/96. The entire device was removed from the pt and replaced on 4/7/97 due to sediment in system-blood clots clogging the tubing.